Manufacturer narrative:
The customer reported that the cns (central monitoring system) went into communication loss and went dark for about 20 seconds and then came back into monitoring. Cns is back up and running. The biomedical engineer has checked the switches and ups's and everything looks good. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) went into communication loss and went dark for about 20 seconds and then came back into monitoring. Cns is back up and running. The biomedical engineer has checked the switches and ups's and everything looks good.